Manufacturer narrative:
Patient weight was not provided by reporter. This report is for five unknown 5.0mm cannulated locking screws. Part and lot numbers were not reported. Date of implant is unknown but was reported as approximately two years prior to (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery due to non-union of a distal femur fracture was performed on (B)(6) 2015. The original implant procedure occurred approximately two years ago. All hardware was removed: a fully intact 4.5millimeter (mm) locking compression plate condylar plate, five intact 5.0mm cannulated locking screws and four 4.5mm cortex screws, three of which were broken. The patient was revised to a distal femur plate and screws. There were no reported fragments, surgical delay or medical intervention. The procedure was successfully completed. This report is for five unknown 5.0mm cannulated locking screws. This report is 2 of 4 for (B)(4).